Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an ultraflex esophageal ng distal release covered stent was to be implanted in the esophagus to treat esophageal cancer during an esophageal self-expanding metal stent placement procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the ultraflex esophageal stent did not fully deploy. The ultraflex esophageal stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed. The ultraflex esophageal ng distal release covered stent and delivery system were returned for analysis. Visual inspection found that the stent was partially deployed on the delivery system. Visual and microscopic inspection of the deployment suture found a white strand in one of the suture knots, preventing the release of the stent deployment suture. No other damages were noted with the stent or the delivery system. Product analysis confirmed the reported event of partial stent deployment. An investigation has been initiated to address the strand found in the knot of the deployment suture and the investigation is currently ongoing. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation on october 29, 2022, that an ultraflex esophageal ng distal release covered stent was to be implanted in the esophagus to treat esophageal cancer during an esophageal self-expanding metal stent placement procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the ultraflex esophageal stent did not fully deploy. The ultraflex esophageal stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.